Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 1 and 2 were not being detected. A field service engineer (fse) found that loose pyxis bus cable was discovered. All cables were reseated, including those connected to the communication sled, to ensure proper seating. The station was rebooted and a firmware update was completed. The unit was tested in hardware test application, and the customer successfully performed inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es catxtrmpx4 drawer failed and user was unable to recover it. The drawer contains narcotics and requires immediate attention. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.